Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrector would not connect" (fitting problem). The nurse reported, during an unplanned anterior vitrectomy, the vitrector would not connect. The system was switched out to complete the case. The nurse stated, there was a tear in the posterior capsule but was not caused by any products.

Manufacturer narrative:
In response to the vitrector not staying connected, and after speaking with tech support, the site's biomedical engineer ordered replacement parts. No sample was returned for eval. A review of the complaint history for the last 24 months did not indicate any add'l complaints associated with this system. There were no samples returned for eval, therefore, steps could not be taken to replicate or confirm the reported event. With no sample to evaluate, the root cause is currently unknown. (B) (4). (B) (4).